Event description:
During a pci procedure, it was difficult to deliver pressurewire to the lesion due to a severely torturous vessel. A dissection occurred and a stent was deployed. The pci was completed and the pt was in stable condition after the procedure.

Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm specification. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.